Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in poor condition. During testing the investigator observed a leak from the cracked tank cover. No repairs were made due to the age and condition of the device. The product problem (cracked tank cover) was attributed to customer use.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaks water. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. No adverse effects were reported.